Event description:
It was reported that the patient presented to the emergency room with a "fast heart rate". It was also reported that the atrial lead had high impedance and a polarity switch from bipolar pacing configuration to unipolar pacing configuration had occurred. Additionally, an echocardiogram showed that the device was in a "non-tracking mode" as a mode switch had taken place due to noise on the atrial channel. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead was later replaced.